Event description:
During an angiography procedure, the physician pushed the .014 atw guide wire (gw) to the greater that 90% stenosed kidney artery; however, the physician thought the wire entered the wrong artery and began to withdrawal the wire. When withdrawing it, the tip portion of the gw broke in the patient's body. At the time, the physician did not have a snare instrument, and just changed to another guide wire to conduct the percutaneous transluminal coronary angioplasty (ptca) procedure. After the procedure, the patient was fine. Fifteen days later, a procedure was conducted in order to retrieve the broken portion of the gw. During the snaring process, while withdrawing the broken gw, the broken piece broke again. The broken part was fully embedded in the kidney artery and the kidney artery was lacerated. Drug was used to restore blood pressure. The kidney artery was embolized with "glutin sponge" and the patient's blood pressure stabilized. The broken piece is still in the patient's body.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.